Event description:
The customer has informed us within the last 3 months, there have been 4 reported events with these devices and a fifth occurred last week. Relative to inflammation at the entry site some time after completion of radial artery procedure. There is no additional info available pretaining to the 4 previous events.

Manufacturer narrative:
Evaluation: neither the complaint device(s) nor the lot number was provided to assist us with this investigation. Nevertheless, we are aware that this type of situation may occur and have initiated the necessary action. As a result, we have added an instructions for use (IFU) for this product which states: "possible allergic reactions or access site infection should always be considered." We added the following precaution to the IFU: "a sterile inflammatory response possibly associated with the use of the product in conjunction with latex and powdered non-latex based gloves have been reported with the use of this product.